Manufacturer narrative:
Continuation of medical devices: dtmb1qq ICD; 5076-52 lead; 6935m62 lead implanted (B)(6) 2017 product event summary : the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged creating high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.